Event description:
Per the field clinical specialist report, during a transapical tavr procedure after removal of the ascendra 3 sheath there was apical access site bleeding and the patient was placed on cardiopulmonary support (cps). Case summary: pledgeted horizontal mattress sutures were used to prepare the lv for sheath insertion. There was some bleeding around the sutures that resolved after sheath insertion. The valve was deployed in a stable 50:50 position with trace to mild pvl. After sheath removal, there was bleeding with each suture that was placed. Cps was initiated from the right femoral artery. There was a continued effort to achieve hemostasis by using additional pledgeted sutures as well as bioglue. The muscle became severely macerated so the team decided to perform a median sternotomy and some of the macerated tissue was excised and a patch was sewn. The myocardium was then re-approximated with sutures and bioglue. The cross-clamp was removed and the heart was allowed to refill. There was continued leaking from multiple areas. During this time, the abdomen became extremely distended from an unknown cause. The team continued their effort to achieve hemostasis, but was unable to do so. After a prolonged discussion about the patient¿s potential for survival from all of the insult, it was felt that it was not probable. The resuscitation effort was then discontinued and the patient died. Per report the cause of death was refractory ventricular hemorrhage with terminal vasoplegia.

Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, the cause of the apical access site bleeding is unknown. It is possible that a combination of patient factors (e.g. (B)(6) female, macerated tissue) and procedural factors including anti-coagulant medication use may have contributed to the event. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.